Manufacturer narrative:
The device history record review could not be performed since the lot number was not known. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. As the device was not returned, the exact cause for the difficulties encountered with the device cannot be definitively determined. However, patient inflammation, infection and complications (seizures) are known risks associated with endovascular procedures and is noted as such in the device directions for use (dfu); therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
It was reported that the patient underwent thrombectomy with aspiration at the middle cerebral artery (mca) and the procedure was completed successfully without any issues. Four months post procedure, the patient had seizures and an infection. Swelling was observed during a head scan and a biopsy showed that there was foreign body left in the brain. The pathology of the biopsy showed hydrophilic coating. The physician believes that the guide catheter (subject device) or microcatheter used during the procedure possibly malfunctioned and had their hydrophilic coating peel. The patient is expected to fully recover. No further information is available.

Manufacturer narrative:
This is report 2 of 2. The device is not available to the manufacturer.

Event description:
It was reported that the patient underwent thrombectomy with aspiration at the middle cerebral artery (mca) and the procedure was completed successfully without any issues. Four months post procedure, the patient had seizures and an infection. Swelling was observed during a head scan and a biopsy showed that there was foreign body left in the brain. The pathology of the biopsy showed hydrophilic coating. The physician believes that the guide catheter (subject device) or microcatheter used during the procedure possibly malfunctioned and had their hydrophilic coating peel. The patient is expected to fully recover. No further information is available.